Manufacturer narrative:
The device was returned to the manufacturer for evaluation. According to the quality investigation, a dried liquid that appeared to be coffee or soda was seen on the housing and internal components of the charger. It was found that directly below where the dried liquid was found on the housing of the charger, there were blown components on the power supply. There were multiple locations on the power supply pcb that had blown components, but all the locations of the blown components were directly below where the dried liquid was found on the housing of the charger.

Event description:
It was reported that during equipment testing the charger smoked and sparked. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.